Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and measured high impedance. Fluoroscopy observed calcification deposit at the tip of the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.